Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 462 mg/dl. The customer's other blood glucose was 591 mg/dl. Customer alleging possible pump under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection. Customer also stated that the drive support cap appears normal. The customer were performed high performance test and able to passed the test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at corner of the reservoir tube window corner, scratched reservoir tube window and cracked reservoir tube lip.